Event description:
It was reported that a plate probe had a fit issue, it could not be locked into the collet and was tight when removing it. No patient involved.

Manufacturer narrative:
Results of investigation:the device was being used during treatment and was returned for evaluation. The DHR was reviewed for pn 101425/lot c1306912 and found that it was related to an non conformance which was for fit issues between the handpiece and visualization tool. There were no other issues that would potentially lead to a future performance issue. A complaint history review was performed and found similar reports of the issue. This issue will continue to be monitored. A relationship between the device and reported event has been established. The returned device was found to have different notch curvature which matched those of previous suppliers and therefore prevented the plate probe from fully locking in and it was not machined with sufficient space to allow proper locking with the handpiece. The reported event has been confirmed. Therefore, the root cause of the reported event was due to supplier/raw material fault. There has been a corrective action opened to address this issue and it is being further investigated.